Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The sion blue device referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The sds could not be tested to confirm the reported difficulty to advance or difficulty to remove due to the condition in which the sds was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire due to a build up of procedural contaminates on the guide wire resulting in the reported difficulty to advance and remove the sds. Additionally, the interaction with the guide wire and subsequent difficulties caused the additional identified damage to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. A sion blue guide wire was advanced through the anatomy without issue. After inserting the 3.0 x 12 mm xience alpine stent delivery system (sds) on the proximal end of the guide wire, it became stuck. The decision was made to use the same guide wire so that vessel access would not be lost; therefore, the proximal end of the sion blue guide wire was cut leaving the proximal end inside the delivery system. Another xience alpine sds was used without issue with the same sion blue guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.